Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The blood glucose level was 273 mg/dl at the time of incident. The current blood glucose was 226 mg/dl. The customer treated with manual injection and insulin pump. The customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will return for the analysis.